Event description:
It was reported that physician had difficulty connecting the lead to the device. At implant, low impedance was noted. Physician opted to program the svc off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.